Event description:
A failure code 703. Information was not provided regarding whether or not the device was in patient use when the event occurred. The hospital representative stated no patient injury had been reported. Though requested, no additional information was provided regarding the demographics of the patient, the medication involved, or the device programming.